Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a stroke, blood clots and surgery to remove the "device" prior to receiving a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced an unspecified alleged injury. Based on the available information, the device may have caused or contributed to the reported event. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details, laboratory data and relevant history.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) patient woke up with a severe headache and vomiting. The patient took analgesic and went back to sleep. Upon waking in the morning, headache was more severe, the patient had decreased responsiveness, inability to walk and left sided facial droop and weakness. Upon arrival to the emergency room, a head computerized tomography (CT) showed a large right intraparenchymal intracranial hemorrhage (ich) with midline brain shift and compression of the brain stem. The patient was taken to the operating room (or) for craniotomy and ich evacuation. The patient received five units of platelets and fresh frozen plasma as well as two units packed red blood cells (prbc). A repeat post operative head CT showed continued bleeding and the patient returned to the or for a more extensive craniotomy. The patient was admitted to the intensive care unit (ICU) with an external ventricular drainage (evd) device. The patient had repeated runs of ventricular tachycardia (vt) in ICU and placed on intravenous (IV) antiarrhythmic medication. A repeat head CT the day after the surgeries showed stable blood product residual and no worsening of edema or bleeding. The patient was extubated on post operative day six and evd was removed on post operative day seven. Due to having a vad and being off anticoagulants and home cardiac medications dueto brain bleed, the patient was started on IV milrinone to maintain cardiac function. An echocardiogram showed improved ejection fraction to 45% since vad implant. Due to being off anticoagulants and risk of thrombus, discussions were held about vad removal. Lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were monitored as well as high watt limit set at a lower threshold on the vad to monitor for early thrombus indicators. On post operative day seventeen (17), ldh and pfh were trending up and vad power increased. Echocardiogram did not demonstrate thrombus but the decision was made to remove the vad and work patient up for heart transplantation in the event that the patient¿s heart did not do well post explant. The patient was started on IV heparin and a repeat head CT was done to monitor for bleeding and none was observed. The vad was explanted and ventricular patch placed without complication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available. As a result, the reported high power could not be confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction, bleeding, cardiac arrhythmia, worsening heart failure and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing his tory and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced an unspecified "alleged injury" from the device. No further details are available regarding the allegation nor device status. No further patient complications have been reported as a result of this event.